Event description:
It was reported that 1 bd intima ii¿ IV catheter prn adapter had leakage issues. The following information was provided by the initial reporter translated from chinese to english: "the patient needed to open the vein channel for a long time. On (B)(6) 2022, the nurse found drug leakage when she fed the closed vein indwelling needle for the patient. The inspection found a damage at the handle of the indwelling needle, which was linear leakage during injection. Immediately clean the wound for the patient, and change an indwelling needle for injection."

Manufacturer narrative:
Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. A review of the complaint lot history check was performed and this is the 1st related complaint for (adapter / connector defective / damaged) on this lot # 1356934. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 1356934 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.